Event description:
On (B)(6) 2018, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying an error 5 message whist attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient stated that the alleged product issue first began on (B)(6) 2018, at an unspecified time. The reporter stated that the patient manages her diabetes with oral medication - ¿pioglitazone hcl¿, diet and exercise, and stated that she continued with her usual diabetes management routine in response to the alleged product issue. The reporter stated that on an unspecified time after the alleged product issue began the patient developed symptoms of ¿talking funny and not herself¿. The reporter denied that the patient received any treatment. However, stated that she visited her doctor to have her blood tested. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. The patient completed the correct testing steps. The test strip completely drew in the blood sample and the test strips were stored correctly and had not expired. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.